Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was leakage from the handle of the delivery system (ds). It was noted that during angiography the physician sensed less pressure than usual and felt contrast media had leaked from the handle from the gaps of the deflection button and the deployment button although he had locked the button. The physician thought that there was a hole in lumen tube inside the handle and the contrast media was leaking from there. The procedure was completed using the ipg and ds without further difficulty. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: upon further review of the delivery system, the delivery system was found to have excess water leakage at the exchange joint where the deflection pull cable enters the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was pinched. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted that the flush tubing is kinked inside the handle in varies places and the a wire is protruding from the outer shaft at 1.0 cm from the device cup. The outer shaft is kinked at 3.5 cm from the distal end of the device cup and the inner tubing is kinked at 1.0 cm from the recapture cone. If information is provided in the future, a supplemental report will be issued.